Manufacturer narrative:
(B)(4). Date sent: 04/01/2021. D4: batch # u5ex5e. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads (b & c) present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: for malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Reload b: u5e74x, fully fired. Reload c: u5e15u, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy procedure, on the second firing on the renal vein, the staples were malformed, and some bleeding occurred which was resolved by using multiple clips. The surgeon reported the first few staples (2-3) looked formed properly but the staples became progressively more malformed as you looked distally down the staple line. ¿the were "squares, not b¿s.¿ this was a donor procedure in which they use a hand port. The surgeon grasped the artery with his fingers and then clipped it. There was not very much blood loss per the surgeon as he was able to immediately grab the artery with his fingers to clamp it closed. No transfusion was needed. A new device was not needed. There was no patient consequence and no change to post op care of the patient.